Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at unk atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 99% stenotic lesion in a highly tortuous left circumflex (lcx) coronary artery. A medikit introducer sheath, a neos renart guidewire and a machi guide catheter were also used in the procedure. No pt injuries or complications were reported. Pt status is reported as "good".